Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: further information received confirmed that due to the modification of the surgery the patient could only benefit from an l4/l5 recalibration and there was cancellation of the next patient who was also to be recalibrated under endoscopy. The exact failures of the console were confirmed to be no more suction at the arthropump and no more cutting or coagulation at the vapr. It was further confirmed that all of the consumables were changed several times and reset correctly under the surgeon's instructions without success. Other arthroscopic columns were available for use but the surgeon wanted to use depuy synthes device. The system was used as usual for this spinal procedure. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Report 2 of 3 for (B)(4). It was reported by the healthcare professional in france that during an unspecified surgical procedure on (B)(6) 2024 for bilateral lumber recalibration in the context of lumbar stenosis the fms vue ii pump-shaver box device while in use with a generator device and electrode device had a lack of aspiration, coagulation and ablation(vapr) and the malfunction of the endosopy equipment prevented achievement of the l2-l3 level. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: concomitant med products; fms vue ii pump-shaver box device, unk - electrode device, 5/2/2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d2, d3, d4, g1, g4-510k: this report is for an unknown device. Part and lot number are unknown. Without the specific part number; the expiratiin date, UDI number, 510-k number, manufacturing site name and device manufacturing date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.